Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 375 mg/dl at time of incident. The customer was treated with fluid. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.